Event description:
Pt presented for cardiac cath on an emergent basis. While undergoing the procedure the pt began to experience chest pain. Procedure changed to a percutaneous transluminal angiography. Another co's stent became explanted during the removal of 3.5m balloon post dilation for stent restenosis. Pt became bradycardic, requiring a pacemaker, severe hypotension, as well as episodes of ventricular fibrillation requiring CPR and intubation. Pt also had an intra-aortic balloon pump and intubation. Intra-aortic balloon was removed the next day. The pt was also extubated and was discharged from the hosp on 4/30.